Event description:
It was reported that the device was unable to establish a telemetry session with the remote monitor. Troubleshooting steps were taken to no avail. The caller was referred to the clinic for further assistance to help rule out any potential implanted device concerns. The device remains in use. No patient complications have been reported as a result of this event.